Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely liquid immersion into the control section due to some kind of stress such as damage or deterioration of parts, operational problem, and electrical problems like as signal loss or open circuit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the duodenovideoscope had rust in the control section. There was no patient involvement.